Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer will continue to use the current pump. It was also reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 190 - 254 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the settings issue could not be verified.